Event description:
On (B)(6) 2013 at the (B)(6) hospital tucson arizona, it was reported that the rpm 20-320 single roller pump module serial number (B)(4) displayed error message rev rel on power on which could not be cleared. The non-conformity report indicates that there was no patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device was evaluated by a ssu technician and the motor control board was replaced and the issue was resolved. (B)(4).